Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler/fmc cassette and the patient¿s peritonitis event. However, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/fmc cassette malfunction or product deficiency. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. Stenotrophomonas maltophilia bacteria usually colonize (live in, or on) areas of the body without causing infection but is known to cause peritonitis. (National institute of health, 2016) moreover, it was reported the patient was traveling out of the united states prior to the peritonitis event which may have been a confounding factor. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported that the patient had an infection (unspecified). Upon follow up, the patient¿s peritonitis dialysis nurse (pdrn) stated the patient recently returned from the (B)(6) and came to the clinic with cloudy effluent bags. The patient¿s white blood cell (wbc) count was 1009 (units unknown) and their polymorphs were 81%. The patients pd effluent culture tested positive for peritonitis (stenotrophomonas maltophilia, date unknown). The cause of the patient¿s peritonitis was unknown. The patient was prescribed and treated with ceftazidime, fluconazole and levofloxacin (dose, route, course unknown); it was confirmed that the patient was not hospitalized. The patient has continued pd therapy and shows signs of improvement. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. Since the lot number of product involved is unknown a search on the system was performed of the lots delivered to the patient. At this time a search in the system was performed to verify product availability for alternate samples at the distribution centers. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. Since the complaint sample is not available for evaluation the reported event could not be confirmed. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications. There is no recall associated with this complaint file.